Event description:
A compudent-sta instrument was used in conjunction with a wand-sta handpiece to perform a dental anesthetic injection. The dentist purchased a becton dickenson 30 gage 1" needle and installed it on the wand sta hand piece. The dentist administered multiple injections using zorcain, marcaine and lidocaine using a 30g x 1" bd luer lock needle attached to the wand sta hand piece. During an injection between teeth #20 and #21 the dentist heard the needle snap off in the pts mouth. The dentist reported that he tried feeling for the needle in the pts mouth without success. The dentist took panorex x rays to see where the needle was situated in the jaw. Pt has been referred to an oral surgeon.

Manufacturer narrative:
Milestone was only able to review the narrative from the dentist. Neither the equipment or the needle were returned for evaluation. However, the dentist did state the milestone equipment did not malfunction and operated correctly. (B)(4).